Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility registered nurse (rn) reported an ultrafiltration (uf) issue occurred while a patient was dialyzing on a fresenius 2008t hemodialysis (hd) machine. The patient¿s target removal weight was 0.3 kg and the rn stated that 1.2 kg were removed. The patient¿s pre-treatment and post-treatment weights were 70.4 kg and 69.2 kg, respectively. The patient was reportedly weighed on a hoyer lift. However, the rn insisted that this would not have impacted the scale readings. The same scale was used for both weigh-ins (pre and post treatment), and the scale was reported to be within calibration. The patient did not eat or drink anything during the treatment, and they did not use the restroom at any point. The rn stated there were no adjustments made to the patient¿s uf goal, rate, or time. The up/down arrow keys were not used or touched. The patient reportedly completed their treatment on the machine, and there were no alarms during the treatment. According to the rn, the patient did not have any complaints or symptoms during or after their treatment. There were no adverse effects experienced as a result of the reported event. No medical intervention was needed, and no medication or extra treatment was given to the patient. Following the treatment, the machine was pulled from service for evaluation. The biomedical technician (biomed) at the facility did not find anything wrong with the machine. Upon follow up with the biomed, it was reported that the machine pressure readings were good, and all calibrations were within range. The machine did not require any repairs and was subsequently returned to service. At the time of follow up, the machine was in service and fully operational.